Manufacturer narrative:
The contact¿s phone number was not provided. The reporter¿s complete address was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the small battery drive device did not function in reverse. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the device operated within specifications. The reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the electric motor had excessive vibration, the plate on the electronic control unit had come off and the spring in the lower trigger was broken. The assignable root cause was determined to be due to component wear/age. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.